Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose of 305 mg/dl on (B)(6) 2026, due to a bent cannula. The patient administered a correction bolus via the pump. The infusion set had been inserted in the abdomen, and the patient noticed symptoms within three hours of insertion. No further information is available.